Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.50/+3.0/091 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a different type of lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).